Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after an implant procedure, the diagnostic mobile programmer application displayed an incorrect implant date which was earlier than the implant date. No patient complications have been reported as a result of this event.